Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the event resolved on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a patient included in a clinical study who had a pipeline flex with shield implanted on 17- nov-2023. Post-operatively, on 27-nov-2023, the patient experienced worsening headache and was treated with medication (gabapentin) and nerve block. The site assessment of the event concluded the event was not related to the procedure or the pipeline device but was possibly related to the disease under study or an underlying condition. It was noted the patient has a history of migraine headaches. The event did not result in patient disability or hospitalization. It was noted the event was not resolved. Additional information has been received reporting the clinical events committee (cec) assessed this event as possibly related to the procedure, device, and disease under study. Non serious adverse event. Cec comment: history of headaches presented with headache and had persistent headache post-treatment.